Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4), event 1. Four (4) samples were returned in connection with this complaint. The samples consisted of 3 used caresite valves and 1 unopened caresite valve in packaging. Three (3) out of the four (4) samples confirmed the complaint of leakage. The leakage can be attributed to vertical cracks in the threads of the male end of the luer. B. Braun medical has initiated a corrective action/preventative action ((B)(4)) to address the issue of leakage involving the caresite. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer had 3 incidents of leaking caresites. One incident the clinician noticed the caresite was leaking blood. Two incidents involved clinicians flushing the caresite with normal saline flush and noticed the lad was leaking. Facility does not use alcohol caps. Customer did not know what type of IV line the caresites were attached to at the time of the leakage. No injuries reported.